Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 35.0 received the low battery alert (104) on 05/05/2025 18:47:00 faster than expected at 5.91 days. Battery cycle 33.0 received the low battery alert (104) on 04/29/2025 10:34:00 after more than 7 days at 9.22 days. Battery cycle 32.0 received the low battery alert (104) on 04/19/2025 19:38:00 after more than 7 days at 8.93 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and cracked case corner of the belt clip rails near the battery compartment. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Confirmed cracked case at battery compartment. However, cracked case battery tube was confirmed. Confirmed corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dropped the pump, cracked on the battery tube side and pump did not have any power. The customer reported no adverse event. The event involved product mmt-1881. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.